Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery access to support the 60 year old male patient who had been admitted in with an acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. No other medical history or comorbidities were shared. After the procedure was completed in the cardiac catheterization lab the team sent the patient to the ICU for continued monitoring. As the transfer was taking place the team observed a hematoma to have developed at the pump access site. The team treated this by light manual pressure. The patient had been excessively anticoagulated with the antiplatelet brilinta and high doses of heparin. Per the report the amount of heparin was "above typical". To remedy bleed the team reversed by giving the patient protamine. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remained on for support til 8 and was explanted successfully. The day after explant the team observed a hematoma at the site and held manual pressure. This resolved the hematoma without any other intervention needed. The hematoma may have been due to patient movement and hard coughing per the medical staff.

Manufacturer narrative:
Corrected information has been provided in b3. Hematoma: the cause of the first access site adverse event was not determined due to insufficient clinical details. The cause of the access site adverse event post-explant was use related to patient movement per clinical details that the hematoma occurred after patient was coughing hard and moving around in bed.

Manufacturer narrative:
Additional information confirms the event date as originally reported. The date has been corrected back to february 8, 2026, and is documented in b3 (date of event). Investigation summary. Previously reported information was incomplete (additional and correction follow-up). The full investigation details are provided below and reflected in the h6 coding: the device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Hematoma: the cause of the first access site adverse event was not determined due to insufficient clinical details. The cause of the access site adverse event post-explant was use related to patient movement per clinical details that the hematoma occurred after patient was coughing hard and moving around in bed. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.